Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer, with support from technical support, inspected cartridge o-ring and pump area, cleaned pneumatic tap, confirmed cartridge was fully attached, successfully completed load process, and resumed insulin delivery.